Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. No pre-dilatation was performed prior to the attempt to stent the lesion. The 3.50 x 12 mm xience alpine stent delivery system (sds) failed to cross the lesion and during retraction the stent implant dislodged from the balloon into the anatomy. There was no resistance felt during retraction of the sds from the patient. The dislodged stent implant was ballooned and then stented to the vessel wall. Another xience alpine stent was used to treat the intended lesion successfully with a good positive outcome. There was no clinically significant delay in the procedure reported. No additional information was provided.